Manufacturer narrative:
Additional information: d9, g3, h3, h6 the reported event was confirmed as the visual evaluation of the received ar-13997mff with batch 15426479 revealed that the jaw does not close completely which is most likely caused by loose shaft (see evaluation picture 2). Functional testing with a needle (ar-13995n, batch 13941157) found no construction on the shaft. However, it was confirmed that the jaw did not close completely when the finger was pressed. The most likely cause is an internal manufacturing issue.

Event description:
It was reported that during the rotator cuff repair, the jaw of the device stopped fully closing after an audible click. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.